Event description:
It was reported that during a urology procedure, the fiber broke and burned the left thumb of the surgeon. Reportedly, there was a visible "superficial burn sustained by the surgeon / pt". No further info was available.

Manufacturer narrative:
Engineering eval: returned device in two pieces. Approx 40-60cm of the device not returned; the distal tip could not be found. Proximal piece 2 34m long. The launch face dirty but in good condition; the remaining device transmits light. The distal end shows some darkening user the jacket from burning with the laser on and jacket is slightly melted back. Distal piece is 56 cm long with noted smashing and marking on the jacket.